Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll leaked the following information was provided by the initial reporter, the customer use the connector by attaching a 10ml syringe on each side, consisting of a 5ml barrel, 5ml plunger, and 5ml pusher. During the process of dissolving the medication through the connector, we observed that the liquid medication is leaking past the plunger and flowing backward. So, they kindly request an investigation into the cause of this issue.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage at luer connection was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.